Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they have not had their stimulator on in quite some time because there has been some chaos about other health stuff. Patient stated they haven't charged the battery up in several months. Patient wanted to know if there was an MRI mode that they were supposed to put it in. Agent reviewed MRI mode with the patient. Pt stated that the therapy would go to their ribcage area, due to their nerves. Pt reported they have fibromyalgia. Pt reported they had a revision. The patient was redirected to their healthcare provider to further address the issue.